Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample ((B)(6)) on an advia centaur cp instrument. The discordant result was reported to the physician(s). A new sample was obtained and tested on the same instrument, resulting lower. The original sample and redraw were then repeated twice on the same instrument, also resulting lower. The corrected result was reported to the physician(s). A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on a second patient sample ((B)(6)) on the same instrument. It is unknown if the discordant result was reported. The sample was repeated twice on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced rinsing blocks 3 and 4 due to dripping. The cse also replaced the peristaltic pump tubes and the 1000 ul piston valve. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.